Manufacturer narrative:
(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary: the device was received for evaluation. Visual observations reveal no structural anomalies on the device. The upper jaw is loose as reported in the complaint. This type of failure is typically observed when clamping excessive tissue between the jaws combined with repetitive twisting action exerts excess load on the jaws causing it to loosen. When the trigger was pulled by itself, it functions as intended. A needle was loaded into the device. When the trigger was actuated, the needle deploys successfully. However, to restore it to the original position, the needle trigger has to be pushed back manually. The device does not function smoothly. This complaint can be confirmed. As this is a reusable device, it is possible that tissue debris was lodged inside the shaft at the distal end and without proper cleaning/ sterilization; the device would become rough to operate over time. Other than this possibility, we cannot discern a root cause for this failure. A manufacturing record evaluation was performed on 10/01/2019 for the finished device (B)(4) number, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by the sales rep via cst tool that the expressew iii suture passer without hook clamp broke while using. The procedure has been completed without patient consequences nor procedure delay. The following additional information was received via phone on 09-27-2019: the sales rep reported that during a shoulder arthroscopy procedure the jaw on the customer's expressew is loose. The sales rep stated that nothing broke off the device therefore nothing broke in the patient. The procedure was completed with a competitor's device. The device will be returning for evaluation.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: the device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.